Event description:
Event [preferred term] (related symptoms if any separated by commas) uncontrolled diabetes [diabetes mellitus inadequate control], ketoacidosis (diabetes mellitus) [diabetic ketoacidosis], piston rod issue: piston rod did not move when directing mechanical parts towards the gravity. [Device mechanical issue], adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u [incorrect dose administered by device], hyperglycemia [hyperglycaemia]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "blood gases(blood gases abnormal)" with an unspecified onset date, "uncontrolled diabetes(diabetes mellitus inadequate control)" with an unspecified onset date, "ketoacidosis (diabetes mellitus)(diabetic ketoacidosis)" beginning on mar-2026, "piston rod issue: piston rod did not move when directing mechanical parts towards the gravity.(device mechanical jam)" with an unspecified onset date, "adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u(incorrect dose administered by device)" with an unspecified onset date, "loss of weight(loss of weight)" beginning on (B)(6) 2026, "hyperglycemia(hyperglycemia)" with an unspecified onset date, and concerned a 27 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus (type1)", , actrapid penfill (insulin human 100 iu/ml) from unknown start date for "diabetes mellitus (type1)", patient's height, weight and body mass index not reported. Dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus (type1). Concomitant products included - lantus (insulin glargine), milga (benfotiamine, cyano-cobalamin, pyridoxine hydrochloride), d epovit (non-codable) as neurosupportive drug started from 3 or 4 years ago and still ongoing with dose of one or twice weekly and rout of administration is intramuscular. On an unknown date novopen 4 issue (it does inject whole the adjusted dose due to piston rod issue, it injects 5u from adjusted 20u as an example). Pen training was offered; patient was asked to remove the attached needle and the penfill. The piston rod did not move when directing mechanical parts towards the gravity. The customer was asked to adjust the dose counter to 60u and press the push button; patient stated that the piston rod was moving normally even after repeating the same step several times. By adding a new penfill to make sure that the piston rod head touch the penfill back by adjusting the dose counter to 60u and pressing the dose button without adding needle, the counter returned back to zero, on repeating the same step again, the dose counter stopped on 0u. By adding a new needle, patient was asked to adjust the dose coun-ter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u. Patient was asked to perform needle cap trail, but preferred to perform at ncc. The patient suffered from ketoacidosis in (B)(6) 2026 and also experienced blood gas (blood gas-es) and loss of weight. Patient also reported uncontrolled diabetes. It was reported that patient was admitted at ICU on (B)(6) 2026 because np4 issue. It was possible that patient would be discharged from the hospital the next day or the day after. Patient suffered from hyperglycemia from 23 years and was still ongoing. Fasting blood glucose level (blood glucose) couldn't confirm the exact number and stated that it may be above 200 mg/dl (exact value not reported). Postprandial blood glucose level (blood glucose) 450 mg/dl. Random blood glucose level (blood glucose) couldn't confirm the exact number and stated that it may be 150-170-200 mg/dl (exact value not reported). Batch numbers: novopen 4: evg2887 actrapid penfill: asku action taken to actrapid penfill was not reported. The outcome for the event "blood gases (blood gases abnormal)" was not yet recovered. The outcome for the event "uncontrolled diabetes (diabetes mellitus inadequate control)" was not yet recovered. The outcome for the event "ketoacidosis (diabetes mellitus) (diabetic ketoacidosis)" was not yet recovered. The outcome for the event "piston rod issue: piston rod did not move when directing mechanical parts towards the gravity. (Device mechanical jam)" was not recovered. The outcome for the event "adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u (incorrect dose administered by device)" was not recovered. The outcome for the event "loss of weight (loss of weight)" was not yet recovered. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. Reporter's causality (novopen 4) - blood gases(blood gases abnormal) : unknown uncontrolled diabetes(diabetes mellitus inadequate control) : unknown ketoacidosis (diabetes mellitus)(diabetic ketoacidosis) : unknown piston rod issue: piston rod did not move when directing mechanical parts towards the gravity.(device mechanical jam) : unknown . Adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u(incorrect dose administered by device) : unknown loss of weight(loss of weight) : unknown . Hyperglycemia(hyperglycemia) : unknown . Company's causality (novopen 4) - blood gases(blood gases abnormal) : unlikely uncontrolled diabetes(diabetes mellitus inadequate control) : possible . Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis) : possible . Piston rod issue: piston rod did not move when directing mechanical parts towards the gravity.(device mechanical jam) : possible . Adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u(incorrect dose administered by device) : possible loss of weight(loss of weight) : unlikely . Hyperglycemia(hyperglycemia) : possible . Reporter's causality (actrapid penfill) - blood gases(blood gases abnormal) : unlikely uncontrolled diabetes(diabetes mellitus inadequate control) : unlikely . Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis) : unlikely . Piston rod issue: piston rod did not move when directing mechanical parts towards the gravity.(device mechanical jam) : unknown . Adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u(incorrect dose administered by device) : unknown. Loss of weight(loss of weight) : unlikely hyperglycemia(hyperglycemia) : unlikely. Company's causality (actrapid penfill) - blood gases(blood gases abnormal) : unlikely uncontrolled diabetes(diabetes mellitus inadequate control) : possible . Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis) : possible. Piston rod issue: piston rod did not move when directing mechanical parts towards the gravity.(device mechanical jam) : possible. Adjust the dose counter on 4u, then pressed on push button, the pen injected some insulin drops, then he tried by 10u, the pen injected the same insulin drops same as the drops injected on adjusting 4u(incorrect dose administered by device) : possible . Loss of weight(loss of weight) : unlikely hyperglycemia(hyperglycemia) : possible. Company comment: blood gas abnormal and loss of weight are assessed as unlisted events; diabetes mellitus inadequate control, diabetic ketoacidosis and hyperglycaemia are assessed as listed events according to the novo nordisk current ccds in actrapid penfil. Blood gas abnormal is a sign of diabetic ketoacidosis and diabetes mellitus inadequate control. The suspected products have not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfil.